Event description:
Information received indicates the hi/low drive was drifting slowly.

Manufacturer narrative:
The technician found the hi/low drive brake was dirty. He cleaned the hi/low drive brake assembly to repair the bed.